Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experiencing low blood glucose. The blood glucose at the time of the incident was 48 mg/dl. The customer did not completely decline troubleshooting, but did feel troubleshooting was repetitive. The customer states he know he can call back if they encounter any issues. The product was not returned for analysis.